Manufacturer narrative:
The customer reported that they will not return the ventilator for evaluation. Therefore, no root cause could be determined. However, the biomed evaluated the device and according to him the ventilator worked according to specifications and no issues regarding operation could be found. The reported issue could not be duplicated. A vyaire technical support suggested switching to regular ez ox tank. When its auto triggering too much, that's usually due to the sensitivity setting being too low. When the circuit bounces in an ambulance on a dirt road, the bounce of the circuit can make it auto trigger thinking it was a patient effort.

Event description:
The customer reported that the revel ventilator was triggering fine until halfway through the transport it just stopped ventilating on the patient. The issue occurred during patient-use and the patient was given manual ventilation via bag valve mask. The customer confirmed that there was no patient harm associated with the reported event.